Event description:
Medics responded to a person described as in full cardiac arrest, downtime unknown. The pt was described as diaphoretic and the reporter stated that the defib electrodes were difficult to stick to the pt. According to the reporter, the device alarmed "connect electrodes" and "attach defib cable" and would not analyze the pt's ECG. Paramedics arrived and switched the device to manual mode and shocked the pt an unk number of times, but the pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's viability and the immediate availability and use of the device in manual mode by paramedics.